Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample. A physician at the site believed the results generated from the e411 were erroneous. Serum and plasma samples were drawn from the patient. On (B)(6) 2015, the plasma sample was tested on the cobas e411 analyzer and the result was 4.46 uiu/ml with a data flag. On (B)(6) 2015, the serum sample was sent to a reference laboratory using siemens centaur chemiluminescence and the result was 2.21 miu/l. On (B)(6) 2015, the plasma sample was repeated on the e411 and the result was 4.43 uiu/ml with a data flag. On (B)(6) 2015, the serum sample was repeated on the e411 and the result was 2.62 uiu/ml. On (B)(6) 2015, the plasma sample was tested at the reference laboratory and the result was 3.862 miu/l. The results were reported outside the laboratory. The result from the reference laboratory was believed to be correct. The patient was not adversely affected. The reagent lot number was 184851. The expiration date was requested, but was not provided. The field service representative found the measuring cell voltage had dropped. He readjusted the measuring cell. He determined the system was operating to specifications and the customer's qc passed.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data, it was determined a technical issue was not likely, but could not be excluded. A sample related issue such sample mix up or a contaminated sample was possible.